Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited difficulty in placement during implant. Upon removal of the lead it was noted that the helix was bent. The lead was explanted and replaced. No patient complications have been reported as a result of this event.